Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the pump currently showing an estimated fill of 195 units instead of the caller¿s expected 236 units. There was no reported adverse impact to the customer's blood glucose level. The caller declined to load a new cartridge and decided to continue using the current cartridge, with the option to follow up if necessary.